Event description:
It was reported that 4 bd insulin syringes with bd ultra-fine¿ needles had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer reported that a transparent liquid in the barrel was found for four products.

Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for foreign matter in barrel on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined and based on trend analysis no further action is required at this time. Samples returned - customer returned (4) 3/10cc 8mm 30g syringes in an open poly bag from lot # 0314061. Customer states that a transparent liquid in the barrel was found for four products. All returned syringes were examined and no liquid or any other foreign matter was observed in or on any of the returned samples. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.